Event description:
ICD explanted for long charge time. It subsequently tested out of specification during manufacturer's analysis.

Event description:
ICD explanted for long charge time. It subsequently tested out of specification during manufacturer's analysis.